Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e136 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The (B)(4) lot number was not provided as it was not administered. However, a review of all (B)(4) lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, alarm #18: system pressure and pressure dome membrane leak. No trends were detected for these complaint categories. Service order report, #(B)(4), feedback: the service technician cleaned the pump head assembly and all the pump head rollers and knobs. The system checkout procedure was then successfully performed. This assessment is based on information available at the time of the investigation. At the time of this report, we are still waiting on the kit return. A supplemental report will be filed when the kit has been received and the analysis of the kit is complete. (B)(4). Device not yet returned to manufacturer.

Event description:
The customer called to report an alarm #18: system pressure alarm and a system pressure dome membrane leak after 150 ml of whole blood processed. The customer stated that an alarm #18: system pressure alarm occurred immediately followed by the system pressure dome membrane leak. The customer reported that when they noticed the leak; they reattached the system pressure dome onto its sensor and ended the treatment procedure in order to return the blood back to the patient. The customer was advised that if there is a leak of any kind during a treatment procedure; the treatment should be aborted with no return of blood/products to the patient. The customer stated that they understood. The customer reported that the patient was fine. Service was requested. The customer has agreed to return the kit for investigation.

Manufacturer narrative:
The kit and smartcard were returned for analysis. A review of the smartcard data indicated that prime was successfully completed and blood collection had started. The limit for the collect pressure and the threshold for the return bag were both reduced. The purging air phase was completed after 238ml of whole blood processed. An alarm #18: system pressure alarm occurred after 256ml of whole blood processed and the treatment was then aborted. A visual examination of the system pressure dome found evidence of a leak, and the pressure dome's membrane was no longer attached. A pressure dome membrane was found taped to the kit's smartcard. The examination found no signs of a molding defect on any part of the body of the system pressure dome. Both the system pressure dome and the membrane found attached to the smartcard were throughly cleaned, and the membrane was then attached onto the system pressure dome. The membrane fit without issue. The completed system pressure dome was then installed on a used pressure sensor in the lab. The system pressure dome installed without any problems and the latches fit into the circumferential groove around the sensor without difficulty. The system pressure dome was then removed from the sensor and a pressure test was performed in order to check for leaks. No leaks were found. Testing did not find any issues with the system pressure dome, thus the cause for the leak is unknown. The investigation is complete. (B)(4).